Event description:
Approx. Four days later, the pt. Complained of chest pain and was brought back to the hosp. ECG and cardiac echo was conducted and the pt. Was diagnosed with anterior wall ami. Cag was conducted and thrombus was observed in the implanted cypher and distally. To treat the thrombus, poba and aspiration was conducted, but there was no flow. Therefore a 2.25x18mm pixel stent was deployed distally of the implanted cypher; however there was no flow after that. Two additional cypher des were implanted at the bifurcation of the lad and lcx. A 3.5x18mm was implanted at left main/proximal lad and 3.0x18mm cypher des was implanted at the left main/left circumflex lesion as a y-stent both deployed at 20 atms for 20 seconds. Approx. Ten days after this procedure, the pt deployed ventricular firbrillation. Attempts were made to resuscitate the pt, but he expired.